Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient failed to recharge his ipg. As such, the device became inoperable. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Corrected data: explant date is (B)(6) 2016 not (B)(6) 2106 as previously reported.